Event description:
Civco was notified of a voluntary medwatch report. An ovarian cyst aspiration procedure by means of a flexible catheter. The catheter was passed through the disposable needle guide. Following the aspiration, the catheter tip was cut by the end of the needle guide prior to disposal. The severed catheter tip remained in the pt and was later removed although would have come out on its own according to the pts dr. There was no problem with the attachment of the needle guide to the probe.